Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that he distal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, and the product subsequently tested out of specification, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. Concomitant medical products: dtbb1d1 cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2014-01-08; 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and there was pocket erosion and necrosis. Moderate fibrosis was noted in the subclavian, superior vena cava, right atrium, and right ventricle. Also noted was a fracture of the right atrial (ra) lead. The device, implantable pacing lead's, and one implantable tachy lead were replaced. The patient has (B)(6). No further patient complications have been reported as a result of this event.